Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/18/2018 that on (B)(6) 2018, there was a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. A sensor applicator was returned for evaluation. Based on visual inspection, the applicator was fully deployed. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined. No additional event or patient information is available.